Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 31 occurred during the load sequence. Customer¿s blood glucose was over 500 mg/dl. Customer administered a bolus to address high blood glucose. Reportedly, the customer reverted to alternate methods for insulin delivery.